Event description:
It was reported that the patient underwent lead and generator replacement due to high impedance and low battery. Product return is not expected per hospital policy. No further relevant information has been received to date.

Event description:
A high impedance event on the patient's device was identified through a review of the manufacturer's programming history database. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.